Event description:
End user alleges while operating the motorized wheelchair, she drove into a refrigerator, allegedly injured her leg and required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user alleged while operating the motorized wheelchair she ran into a refrigerator. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment.